Manufacturer narrative:
Additional information has been provided in a1., a2., a3.a., b.5., d.10., h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and it stated that there was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the injector system scratched the lenses; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, noticed that both iol (intraocular lenses) had scratches on optic after implanting the lens. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested and it stated that the injector system scratched the lenses.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).